Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Improper method - pt selection. The perclose proglide smc device instructions for use state under special pt populations. "The safety and effectiveness of the perclose proglide smc devices have not been established in pt populations who are morbidly obese."

Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, the suture broke. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.